Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The patient was using a betabionics ilet insulin pump at the time of the event. The reporter stated she was not with the patient at the time of the event or during the initial call. On (B)(6) 2026, the patient experienced loss of consciousness (loc) for an unspecified duration and when he regained consciousness he began vomiting repeatedly. At this time, the cgm displayed a glucose value of 85 mg/dl, while a fingerstick blood glucose (bg fs) measurement reportedly showed a value greater than 600 mg/dl. The reporter was unable to confirm whether the patient had taken any medications during the event and expressed concern about obtaining a replacement device. The reporter later stated that the patient was feeling better. No medical intervention was reported during this report. On (B)(6) 2026, technical support conducted a follow-up call with the reporter. It was clarified that the patient was not hospitalized but visited a physician on (B)(6) 2026. The reporter reiterated that during the event, the cgm displayed a value of 85 mg/dl and did not indicate a ¿high¿ alert, while the bg fs was greater than 600 mg/dl. The patient reportedly experienced loc, vomiting, headache, and exhaustion, and the discrepancy between cgm and fingerstick values was described as the inaccuracy. During the physician visit, the patient received intravenous (IV) fluids for dehydration and remained at the office for approximately 1.5 hours. The patient and reporter were unable to recall any cgm readings at the time of the visit, and no bg fs measurements were reported as being taken during that visit. Following the event, the patient reported feeling improved. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.